Event description:
Novasure rep unable to be in attendance for outpt surgery. She stated md knew how to do the surgery. However the endometrial ablation device under md guidance resulted in uterine perforation, thermal burns and resultant bowel resection required.